Event description:
The facility representative reported a infusor pump with a condition of "constant check flange message". This condition occurred during biomedical testing while programming the pump. The area where this event occurred is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. A baxter service technician reported finding a "check flange alarm received during initial run caused by malfunctioning barrel clamp". This event occurred during product evaluation which may have caused an interruption of delivery. No additional information is available.

Manufacturer narrative:
(B)(4). The assignable cause was a malfunctioning barrel clamp. The device was returned to the customer unrepaired due to an estimate refusal by the customer.a follow-up medwatch report will be submitted if additional information becomes available.